Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted. The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog.

Event description:
Received info that multiple occlusion alarms occurred. Customer's blood glucose level was high (250-300 mg/dl). Reportedly, customer was using u500 insulin.